Event description:
Laparoscopic cholecystectomy: "clip placed on the cystic artery in the usual fashion. Pt discharged home. On (B)(4) 2013, pt experienced near syncopal episode and was brought emergently to the emergency department. Assessment revealed a large collection of fluid in the abdomen. Pt was emergently brought to the operating room suite where emergency laparoscopic evaluation revealed active bleeding from the cystic artery with a large amount of blood in the abdomen." Pt status: "stable after going a second operation and transfusion." Type of intervention: "emergent return to operating room."

Manufacturer narrative:
No product is being returned for evaluation and no lot number has been provided to manufacturer. A device history report is to be reviewed by engineering. A final report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.